Event description:
Device 1 of 3. Reference MFR report#: 1627487-2014-05113, 05114. The pt has four leads (two of the 3286 model leads are from the same lot). It was reported the pt is experiencing drainage at the lead site along with impaired wound healing. The pt will proceed with the wound care instructions she was given until she follows up with her doctor.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.